Manufacturer narrative:
Unit received with operating currents within specification. Unit passed the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No missing segments or partial display noted. Unit received with minor scratches on lcd window and cracked case at display window corners. Unit received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a partial display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.